Manufacturer narrative:
Manufacturer ref no.:(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to start an infusion as intended without a notification during therapy (medication, programmed amount and delivery rate unknown). The customer reported problems with an unknown buretrol set where "nothing had been pulled from the buretrol, and everything was unclamped." It was also reported that the buretrol sets used by the facility were all associated with chemotherapy infusions. "The chemotherapy filled solution bags would arrive from the pharmacy with a phaseal closed chemotherapy delivery device attached to the solution bag. The phaseal device was stated to have been only used by the pharmacy to aid with filling the bags, and not the nursing staff." It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Additional event information was received from the customer. The event descrition has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6) hospital of (B)(6). The findings from the site visit showed that some current clinical practices may have led to the reported failure to start an infusion as intended without a notification. Baxter is working with the facility to mitigate the reported problem.